Manufacturer narrative:
The technician found groove pin and push nut missing. The technician replaced the hardware to repair the stretcher.

Event description:
Information received indicates the head section will not lower.